Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (B)(6) 2013; 4968 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that there was oversensing noted on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.